Event description:
Patient with open chest was noted to have more serous drainage. Vigorous stripping of right chest tube had occurred earlier in the day (mid morning). That afternoon, similar situation, and chest tube stripped. Tube snapped and broke approximately 1 to 1/2 inch from insertion site. Chest tube remained secure in chest and hemostat off to prevent injury. Chest tube has since been removed and discarded.